Event description:
The security guard pushed on the implantable neurostimulator very hard at airport security, and scanned the patient with a security wand. Afterward, the implantable neurostimulator turned off 4-5 times a week. The implantable neurostimulator wasn't working. The patient was in pain. Impedances were normal. The patient was going to maintain a log of on/off episodes to be reviewed. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.